Manufacturer narrative:
After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications. The replication of collapsing phases was performed using the returned valve pvf-l and an accessory kit demo, to attempt to reproduce the reported event. No problems were encountered positioning the returned valve, and the replication has been completed with a good result. During the valve deployment and ballooning phase in the silicon aortic root (size 23), no problems were encountered. The valve positioning and sealing at the annulus level were guaranteed. The valve remained fixed inside the annulus without showing significant anomalies or the tendency to create a potential path for perivalvular leak. Inserting some water in the aortic root from the outflow side, and considering the static conditions of the test, no paravalvular leaks were observed during the simulation and the water level remained stable under the leaflets free edge.based on the performed analyses, it is possible to exclude the relationship between the reported event and the returned device quality. No malfunctions were detected on the returned device, which resulted in compliance with the manufacturing and performance standards. Considering the results of the investigation performed and the information reported, the reasonable root cause of the reported event can be traced to the patient's specific factors (sub-annular mass) which made the positioning difficult, in agreement with the medical judgment received.

Event description:
The manufacturer received additional information confirming that it was noted that there was unique anatomy below the annulus, a mass of some kind. As per medical judgment received, this was noted to maybe have been a calcium mass or other similar structure and was believed to be the reason that the valve did not stay in place. The mis-sizing of the prosthesis was not suspected as the issue. The prosthesis ''pop-up'' occurred both times without excessive manipulation of the device. The valve was seen to be seated well after initial implant and before inspection. The patient was reportedly doing well upon last follow up on 11 dec 2020. The remainder of the information previously submitted remain unchanged.

Manufacturer narrative:
The device was returned to the manufacturer for investigation and it was received on 29 december 2020. A full device investigation is ongoing.

Event description:
On (B)(6) 2020, a perceval plus pvf-l implant attempt occurred. First, two distal bypass grafts for the cagb portion of the procedure were performed; then the aorta was opened in a transverse aortotamy for the aortic valve replacement. The surgeon removed the leaflets and calcium and sized the annulus confirming that the large opaque end of the perceval sizer went through with a bit of resistance and the same end on the xl sizer would not fit into the annulus. A large size was requested and the nursing staff prepared the valve for implant. After placing the guiding sutures the surgeon implanted the perceval plus valve and while checking the placement of the valve right away it was seen that the valve had moved up above the annulus between the left and non coronary cusp area. This was seen to occur with very little examination of the valve. The surgeon removed the valve and requested it be collapsed again. The surgeon then implanted the valve again taking caution to make sure the valve was seated perpendicular to the annulus on all sides. When the valve was implanted it at first it was seated well and then again the valve popped up in the same area with minimal examination of the valve. The surgeon attempted to push the valve down in the area where it moved up and was happy with the placement at that time. They closed the aorta and proceeded to complete the cagb proximal graft anastomoses. When coming off pump they saw on echo that there was a moderate perivalvular leak in the same area that we had seen previously, between the left and non coronary cusp. The anesthesiologist noted at that time that there was something below the valve, on the aortomitral curtain. At this time they went back on pump, removed the perceval and implanted a stented valve, 23mm magna ease. They were then able to take the patient off pump and complete the procedure. The cross clamp time was extended by 45min - 1h approximately.